Manufacturer narrative:
Result - no failure detected; the alleged failure ¿current delivery failure¿ could not be duplicated, however, the cutting wire was found to be kinked. A visual examination of the returned device found that the cutting wire was kinked. Functionally, a resistance test was performed and the unit met specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the common bile duct/papilla of vater during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed prior to est. The stonetome¿ was advanced over a guidewire to the ¿lesion.¿ the generator setting was set to cut-125w/coagulation- 25w. The physician started to perform est in endocut mode and felt ¿something was different.¿ the cutting wire came in contact with the intended site and was able to cauterize; however, it did not cut. The est procedure was completed with a non bsc device along with a non bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the common bile duct/papilla of vater during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed prior to est. The stonetome¿ was advanced over a guidewire to the ¿lesion¿. The generator setting was set to cut-125w/coagulation- 25w. The physician started to perform est in endocut mode and felt ¿something was different¿. The cutting wire came in contact with the intended site and was able to cauterize; however, it did not cut. The est procedure was completed with a non bsc device along with a non bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.